Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that several free flow events had previously occurred during infusions. Biomed, risk management, and quality staff performed internal hospital investigations on sequestered devices and found the events were related to user set up, and not related to issues with devices. Training to staff was provided. No specific event details are available and no patient harm was reported.